Event description:
Additional information was received indicating the device was replaced as part of an elective device upgrade due to the condition of the patient. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, an event of non-device related ventricular tachycardia (vt) was missing from the memory of the device. Abbott technical support was contacted and the the electrogram (egm) memory of the device was noted to be full. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.